Manufacturer narrative:
Other text: b3 unknown, complete UDI (B)(4). One device was returned for analysis. Visual inspection showed normal wear and minor scratches. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the main board. As a result, the main board was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on 03/2016) and there was no indication the complaint was related to previous service of the device. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump exhibited error code 44510. No adverse patient effects were reported by the customer.